Event description:
It was reported that the patient has deceased. There was no allegation from a healthcare professional that suggests the death was device related.

Event description:
Additional information from the field notes that the patient's cause of death was due to a fall and not the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.